Event description:
Boston scientific received information that during the implant of this implantable cardioverter defibrillator (ICD) with this adapter and chronic implantable defibrillation lead, a shorted condition fault code was observed during defibrillation threshold (dft) testing. It was reported that all lead measurements prior to dft testing were stable and acceptable, however, following dft testing, low out of range shock impedance measurements were observed. Boston scientific technical services (ts) recommended replacement of the device and lead. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically capped and abandoned and the device implant was aborted. This product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.